Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal to distal circumflex artery with moderate tortuosity and heavy calcification. The 2.25 x 12 mm nc trek balloon catheter was advanced without issue. The balloon was inflated to 14 atmospheres (atm) for 30 seconds. During the second inflation of 15 atm, for 20 seconds, the balloon ruptured and the device was removed without resistance. It was noted that the nc trek was prepared per the instructions for use, prior to use in the anatomy. A new balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, runthrough; guide cath: heartrail bl 3.5 7f. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.